Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was well-known to the heart failure team with a past medical history significant for coronary artery disease (cad) status post stent to left anterior descending (lad) and left circumflex (lcx), stage d ischemic cardiomyopathy (icm) status post automatic implantable cardioverter defibrillator (aicd) and ultimately status post heartmate ii left ventricular assist device (lvad) implant, peripheral artery disease (pad) (status post stent to right common iliac), ventricular tachycardia (vt) (amiodarone was weaned off; vt recurrence required multiple anti tachycardia pacing (atp) for termination with subsequent resumption of amiodarone), hyperlipidemia (hld), diabetes mellitus type 2, and benign prostatic hyperplasia (bph). The patient was admitted with necrotic toe/infected toe now status post amputation (never bacteremic), urinary tract infection (uti)/periprostatic abscesses status post several courses of antibiotics now with suprapubic catheter, and it was stated that the patient had been admitted for 65 days with new low flow alarms (lfas) over the last month. The patient status was initially felt to be hypovolemic related as they improved with fluids. A right heart catheterization (rhc) was performed which revealed elevated right-sided filling pressures only. The site attempted to diurese, which resulted in worsening hypotension and acute kidney injury (aki). They were given back small amounts of fluids. The patient was started on milrinone 0.125 mcg/kg/min initially with improvement in lfas. A transthoracic echocardiogram (tte) was repeated with difficult windows, but the left ventricular (lv) cavity appeared extremely small, so speed was dropped from 9400 rpms to 9000 rpms. Overnight on (B)(6)2024, the patient complained of increasing lfas again. It was noted that lfas over the course of the hospitalization had been mostly inaudible. The patient/nurse may report 2 audible alarms when 20 show up on interrogation. It was also stated that the last events noted on the system controller did not always match up with last event noted on interrogation. The patient¿s lfas on (B)(6)2024 were mostly audible between 0003 and roughly 0100. The patient then switched themself to batteries and the lfas completely ceased audibly without any further events noted on interrogation. The site was unclear why it happened. Log files were submitted for review, and the log file captured low flow events on (B)(6)2024. It was further communicated on (B)(6)2024 that the pre lvad-implant, the patient had moderately reduced right ventricular (rv) systolic function with normal rv size. It was also noted that the patient had a history of vt prior to implant. They did not have a history of renal failure/dysfunction pre lvad. The cause of the lfas was ultimately felt to be related to rv failure. The alarms ceased with introduction of intravenous (IV) milrinone and had not recurred with patient¿s refusal of rv support with IV milrinone. The patient was asymptomatic at the time of the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. Although a specific cause for the events could not be conclusively determined through this evaluation, the account communicated it was related to right heart failure. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log file contained events on 01nov2024. Low flow hazard events were captured from 12:05:21 through 01:04:40. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and heartmate ii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, and renal failure that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), discusses the potential development of right heart failure during or shortly after pump implant, and outlines the associated treatment options. This section also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.